Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, active current measurement, and self test. However, insulin pump received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the battery still ran out after 6 days and all troubleshooting have been tried out already. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.